Manufacturer narrative:
The issue was resolved for the customer by scheduling trainings with the users to teach them how to properly load and unload the cots from the ambulance.

Event description:
It was alleged that the crew was unloading the patient on a flat surface. Two crew members were unloading the patient, with each crew member holding on to the handles at the foot end of the gurney. As they were unloading the patient, they neglected to extend the carriage, and did not check for the hook. The hook was missed, and the head end of the gurney fell approximately 6¿ and hit the bumper of the vehicle, jostling the patient in the process. The crew caught the gurney, and prevented it from falling any further. The crew righted the patient, and successfully unloaded him. The patient complained of neck pain immediately following the incident and received an MRI to verify the extent of the injury. No details were give regarding the MRI results, or any possible additional medical intervention.

Event description:
It was alleged that the crew was unloading the patient on a flat surface. Two crew members were unloading the patient, with each crew member holding on to the handles at the foot end of the gurney. As they were unloading the patient, they neglected to extend the carriage, and did not check for the hook. The hook was missed, and the head end of the gurney fell approximately 6¿ and hit the bumper of the vehicle, jostling the patient in the process. The crew caught the gurney, and prevented it from falling any further. The crew righted the patient, and successfully unloaded him. The patient complained of neck pain immediately following the incident and received an MRI to verify the extent of the injury. No details were give regarding the MRI results, or any possible additional medical intervention.